Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became cracked. Reportedly, the pump is still functional. The customer's blood glucose level was not impacted. Customer indicated that they will continue to use the pump for continued insulin therapy.